Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2014 on a midureteral sling placement procedure. According to the complainant, on (B)(6) 2014, the patient developed bacterial infection. She was given antibiotics. The infection was gone, but reoccurred. Additionally, the patient has been referred to another hospital.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.